Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent. The patient's blood glucose (bg) read "high" (>27.8 mmol/l).

Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was kinked. The kink did not inhibit the flow of insulin and insulin was still able to flow through the fluid path and exit the distal portion of the soft cannula. The cause and timing of the damaged cannula could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.the product was returned with a different lot number than was reported and noted on the initial MDR. The product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44805. Expiration date changed from unavailable to 11/6/2020. Model no changed from 14810 to 19191. Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Unique identifier (UDI) # changed from unavailable to( B)(4). Correction to h(4): device mfg date changed from unavailable to 5/6/2019.